Manufacturer narrative:
(B)(4) the reported complaint for "balloon would not inflate" was not able to be confirmed as the product was not returned for investigation. Based on a review of the device history record (DHR), the product met specification upon release. The root cause of the complaint was undetermined. No further action required at this time. Teleflex will continue to monitor and trend for complaints of this nature. Other remarks: n/a corrected data: n/a.

Event description:
It was reported that after insertion "using datascope catheter, when initiating therapy, balloon would not inflate to proximal tip". Manual inflation was attempted as well as removal of the extension tubing. Despite troubleshooting, the iab was unable to inflate and was therefore removed. A 2nd iab was inserted at the same insertion site, however the same issue occurred. A 3rd iab, 40cc, was inserted at the same insertion site and was able to inflate successfully. No patient harm or injury. The patient status is reported as "fine". Please see associated MDR #3010532612-2023-00608.

Event description:
It was reported that after insertion "using datascope catheter, when initiating therapy, balloon would not inflate to proximal tip". Manual inflation was attempted as well as removal of the extension tubing. Despite troubleshooting, the iab was unable to inflate and was therefore removed. A 2nd iab was inserted at the same insertion site, however the same issue occurred. A 3rd iab, 40cc, was inserted at the same insertion site and was able to inflate successfully. No patient harm or injury. The patient status is reported as "fine". Please see associated MDR #3010532612-2023-00608.

Manufacturer narrative:
Qn# (B)(4). In section d provided the full UDI # UDI related data quality updates only. Other remarks: n/a. Corrected data: n/a.

Event description:
It was reported that after insertion "using datascope catheter, when initiating therapy, balloon would not inflate to proximal tip". Manual inflation was attempted as well as removal of the extension tubing. Despite troubleshooting, the iab was unable to inflate and was therefore removed. A 2nd iab was inserted at the same insertion site, however the same issue occurred. A 3rd iab, 40cc, was inserted at the same insertion site and was able to inflate successfully. No patient harm or injury. The patient status is reported as "fine". Please see associated MDR #3010532612-2023-00608.

Manufacturer narrative:
Qn#(B)(4). Other remarks: n/a. Corrected data: n/a.